Event description:
It was reported that when using the bd pyxis¿ es server the customer reported that all medication orders were not crossing over from cerner to pyxis. The issue reportedly began approximately one hour prior to the call, and the cerner system appeared to be functioning normally. An interface delay error message was displayed on all pyxis stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the multiple patients and orders were not crossing over. A technical support specialist found that the care fusion coordinate engine messages were delayed due to a timeout in the tracing maintenance and performed a truncate and shrink on the tracing solution and the customer added additional random-access memory and central processing unit cores, which improved the performance of the care fusion coordinate engine jobs and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, the customer reported that all medication orders were not crossing over from cerner to pyxis. The issue reportedly began approximately one hour prior to the call, and the cerner system appeared to be functioning normally. An interface delay error message was displayed on all pyxis stations. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.